Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation did not reproduce the reported complaint. However, review of the alarm history confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation did not reproduce the reported complaint. However, review of the device error logs confirmed the reported complaint and revealed a battery inoperable alarm. The main circuit board was replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the total power failure and battery inoperable alarm were due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury reported as a result of the incident.